Manufacturer narrative:
(B)(4). The device history records were reviewed with no issues noted that could have caused or contributed to the patient passing away. The device had no previous service history to review. An event history log review will be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported event. The results of the sample analysis revealed that the device was tested and passed both functional and electrical testing. Internal and external visual inspections revealed no problems. There was no evidence of fluid or moisture found within the device. Testing of the power cord received with the device revealed no problems and that it is electrically intact. The device was analyzed and no failure or malfunction was identified that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death was unknown. It was unknown if therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.